Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the poppet valve has a foreign substance.associated malfunctions for this device: sieve beds saturated.